Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leaking noted at the clave on the end of the med tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9267 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the microbore extension set, IV connector experienced leakage. The following information was provided by the initial reporter: material #: mz9267 . Batch/ lot #: unknown. IV levothroxine (in bd 3ml IV syringe) infusing via medfusion syringe pump noted to be leaking fluid from pump about halfway through infusion (total does volume=1.9 ml). Infusion paused and remainder of med pushed through med tubing (bd maxzero ref# (B)(4) and when 3ml syringe (bd ref(B)(4) lot 0198091, bud 6/30/2025) attached to med tubing to flush medication through, there was leaking noted at the clave on the end of the med tubing. 10 ml ns flush syringe noted to not have any leaking. Bd 3 ml IV syringes (ref (B)(4) were tested with bd maxzero extension set tubing (ref (B)(4) and noted leaking at the connector only for bd syringe lot 0198091. Other 2 lot # of 3 ml bd IV syringe did not leak with the tubing. Bd IV 5ml syringed did not leak with tubing nor did monoject 3 ml IV syringes. This also occurred in 2019 when bd 3 ml IV syringes (ref (B)(4) lot 8255627) caused leaking with microbore extension set tubing. In 2019 only this lot number caused leaking.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw509911. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microbore extension set, IV connector experienced leakage. The following information was provided by the initial reporter: material #: mz9267. Batch/ lot #: unknown. IV levothroxine (in bd 3ml IV syringe) infusing via medfusion syringe pump noted to be leaking fluid from pump about halfway through infusion (total does volume=1.9 ml). Infusion paused and remainder of med pushed through med tubing (bd maxzero ref# mz9237) and when 3ml syringe (bd ref 309657, lot 0198091, bud 6/30/2025) attached to med tubing to flush medication through, there was leaking noted at the clave on the end of the med tubing. 10 ml ns flush syringe noted to not have any leaking. Bd 3 ml IV syringes (ref 309657) were tested with bd maxzero extension set tubing (ref mz9267) and noted leaking at the connector only for bd syringe lot 0198091. Other 2 lot # of 3 ml bd IV syringe did not leak with the tubing. Bd IV 5ml syringed did not leak with tubing nor did monoject 3 ml IV syringes. This also occurred in 2019 when bd 3 ml IV syringes (ref 309657, lot 8255627) caused leaking with microbore extension set tubing. In 2019 only this lot number caused leaking.